Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the device was not returned for analysis and was reported to be contaminated; however, media analysis was performed of the photo provided by the customer that shows the cutting wire was blackened, broken and kinked. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported events of wire break and wire kinked were confirmed. The device was not returned because it was contaminated. The customer provided a picture where it was possible to observe the cutting wire was blackened, broken and kinked. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, the cutting wire of the tome broke. A photo provided by the customer shows the cutting wire was kinked and broken. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.